Event description:
The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "right side deflation and they are super itchy all over their body." Healthcare professional confirmed right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify a opening crack on diaphragm valve. Based on the device analysis the final assessment is: - a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "right side deflation and they are super itchy all over their body." Healthcare professional confirmed right side deflation. The device remains implanted.